Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5'. The titanium tip was broken during pre-run test after re-installed. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient. Device has been discarded.